Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer stated that he changed his infusion set four times since last night. Customer reported that he was in the hospital and when he did a bolus, his blood glucose level went down to 350 mg/dl. Customer is in the hospital for a broken leg. Customer has had no delivery alarms in the past. It was explanted that the strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No excessive no delivery alarm was noted. No cosmetic damage was noted.